Event description:
The twist drill partially broke off and a small piece of the drill is believed to still remain in the patient's right mandible. No secondary surgery is scheduled to remove the broken portion of the drill.

Manufacturer narrative:
The twist drill was optically assessed abd stereo microscopically investigated in the lab. The stereo microscopic investigation revealed a tensile crack due to mechanical overload. Further observation determined there were no indications of material or manufacturing defects discovered. Product device history records were also reviewed based on the lot number provided and revealed no abnormalities. The results of the investigation concluded that the root cause for breakage was due to a mechanical overload on the twist drill. If further information can be gathered that can add value to the contents of the investigated report, an additional follow-up report will be submitted.